Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. Potentially, procedural circumstances (implant depth) contributed to the event, however, this could not be confirmed. The reported surgery is the result of case-specific circumstances, as a permanent pacemaker was implanted.

Event description:
It was reported that on (b(6) 2025, a 29mm navitor was chosen for implantation, utilizing a large flexnav delivery system. The patient presented in sinus rhythm with membranous septum length of 2.5mm. The valve was implanted at a depth between 3-6mm. Post deployment, the patient experienced a heart block, requiring a permanent pacemaker. It was reported that the patient was stable and doing well. Subsequent to the previously filed report, additional information was received: the permanent pacemaker was implanted on an unknown date between the dates of (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a large flexnav delivery system. The patient presented in sinus rhythm with membranous septum length of 2.5mm. The valve was implanted at a depth between 3-6mm. Post deployment, the patient experienced a heart block, requiring a permanent pacemaker. It was reported that the patient was stable and doing well.